Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported they had been getting up a lot at night to go to the bathroom, they were put on a new parkinson's medication in (B)(6) 2015, and was taking in 1.5 liters of water but was putting out 7 liters of urine a night. The patient stated they were tested for diabetes insipidus but they did not have it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that with the new program and decreasing the intensity, the patient was doing much better. The urologist referred the patient to another healthcare provider (hcp) to monitor the instant. The patient mentioned they were having kidney issues ¿ possibly diabetes insipidus ¿ and would be seeing the kidney specialist this week.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient did not feel stimulation and the therapy was not on. The patient changed from program 4 at 0.7 volts to program 1 at 0.8 volts. It felt comfortable and she wanted to try it there. The patient felt stimulation in the correct area. There was no symptom relief and the patient still had to do catheterizations. It helped for just the first week. It was further reported by the patient on 2016-01-11 that since the program change to program 1 on (B)(6) 2016, her symptoms had gotten worse. She could not urinate on her own at all and was having to catheterize all the time. Her bladder was sore because she could not urinate on her own since (B)(6) 2016. Also, she was feeling tingling in her leg. The patient was helped in changing to program 2 at 0.5 volts and the patient was feeling stimulation comfortably. This was considered a gradual change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.